Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to low blood glucose below 70 mg/dl but doesn't recall exact reading. The drive support cap was normal. She wasn't in a car accident. Customer did not recall any significant event that may have lead to the event. Customer stated what might have caused the low was she did not eat prior to going to bed. Customer declined troubleshooting. No further information reported.